Event description:
On face injection, botox, vollure, volvella sculptura caused headaches, blurred vision, tearing / dryness, muscle weakness, droopy eyelid, asthma, double visions, uneven eyelid, eyebrows and right eye smaller than left eye, and dizziness. Checked and being corrected with all problems by family dr and eye dr. Injection on face - date the person first started taking or using the product: (B)(6) 2017; date the person stopped taking or using the product: (B)(6) 2018. The problem did not stop after the person reduced the dose or stopped taking or using the product. The problem returned if the person started taking or using the product again. Reason for use: cosmetics due to wrinkles and lost weight after diabetic reverse.